Event description:
The pressure wire x, wireless was used to complete ffr measurements but when the device was being pulled back out of the patient, the tip of the wire detached from the rest of the wire. A special wire technique was used to remove all parts of the wire from the patient.

Manufacturer narrative:
The reported event of guidewire fracture was confirmed. The results of the investigation concluded that the hydrophilic coated distal tube had been fractured and separated, with subsequent fractures of the corewire and microcables. The combined length of the two guidewire sections is consistent with no missing material from the guidewire assembly. Additional analysis concluded the condition of the guidewire was consistent with excessive torqueing and manipulation, which is consistent with the guidewire fracture. Torqueing or excessive manipulation of the guidewire in a sharp bend, against resistance, or repeated attempts to cross a total vessel occlusion may damage and/or fracture the pressurewire, which is inconsistent with the instructions for use (IFU) the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the guidewire fracture is consistent with damage during use. The pressurewire IFU states if the pressurewire is taken out during the procedure in order to reintroduced into the patient make sure the pressurewire distal part is kept wet in the meantime. The pressurewire x instructions for use (IFU) states that torqueing the pressurewire against resistance or repeated attempts to cross a total vessel occlusion may cause damage and/or fracture, which may lead to a portion of pressurewire separating from the tip. The pressurewire x instructions for use (IFU) states that the user should advance or withdraw the pressurewire slowly and never push, withdraw or torque the pressurewire if it meets resistance. The pressurewire instructions for use (IFU) states that the user should not torque the pressurewire without observing corresponding movement of the tip; otherwise vessel/ventricle trauma may occur. The pressurewire instructions for use states that vessel dissection is a potential complication which may be encountered during all catheterization procedures. Additionally, torqueing the pressurewire without observing corresponding movement of the tip may cause vessel/ventricle trauma.

Manufacturer narrative:
The reported event of guidewire fracture was confirmed. The results of the investigation concluded that the hydrophilic coated distal tube had been fractured and separated, with subsequent fractures of the corewire and microcables. The combined length of the two guidewire sections is consistent with no missing material from the guidewire assembly. Additional analysis concluded the condition of the guidewire was consistent with excessive torqueing and manipulation, which is consistent with the guidewire fracture. Torqueing or excessive manipulation of the guidewire in a sharp bend, against resistance, or repeated attempts to cross a total vessel occlusion may damage and/or fracture the pressurewire, which is inconsistent with the instructions for use (IFU) the device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the guidewire fracture is consistent with damage during use. The pressurewire IFU states if the pressurewire is taken out during the procedure in order to reintroduced into the patient make sure the pressurewire distal part is kept wet in the meantime. The pressurewire x instructions for use (IFU) states that torqueing the pressurewire against resistance or repeated attempts to cross a total vessel occlusion may cause damage and/or fracture, which may lead to a portion of pressurewire separating from the tip. The pressurewire x instructions for use (IFU) states that the user should advance or withdraw the pressurewire slowly and never push, withdraw or torque the pressurewire if it meets resistance. The pressurewire instructions for use (IFU) states that the user should not torque the pressurewire without observing corresponding movement of the tip; otherwise vessel/ventricle trauma may occur. The pressurewire instructions for use states that vessel dissection is a potential complication which may be encountered during all catheterization procedures. Additionally, torqueing the pressurewire without observing corresponding movement of the tip may cause vessel/ventricle trauma.

Manufacturer narrative:
Device sent to manufacturing analysis.

Event description:
The pressurewire x, wireless was used to complete ffr measurments but when the device was being pulled back out of the patient, the tip of the wire detached from the rest of the wire. A special wire technique was used to remove all parts of the wire from the patient. The patient was hospitalized for observation after the procedure but did not experience any adverse consequences. Patient's information (e.g. Age, weight, gender, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.